Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's low blood glucose was 36 mg/dl. During troubleshooting, found reservoir was showing less insulin than what was shown on the status screen. There was a big air bubble in the reservoir. Customer was able to prime the bubble out. After troubleshooting, customer will not be returning the device for analysis.